Event description:
A 57 yr old white, g3p3 female s/p bilateral implantation of subglandular surgitek bilumens 270:130 for augmentation in '82. Pt had closed capsulotomies. Pt believes left changed over the yrs. Complaining of some local pain, arthralgias, (+am stiffness) myalgias, paresthesias/hypetesthesias, spasms, swelling, fatigue, sleep disturbance, sore throats, low grade fevers, hot flashes/sweats/chills, headaches, tmj disease, visual changes, dizziness, memory loss, oral sores, rashes, sensitivity to sun/cold/chemicals, sob, chest pains, weight fluctuations, g1/gu problems, and panic attacks. Also complaining of halitosis, otherwise healthy.